Event description:
Allegedly after the surgery, the surgeon found by x-ray that the portion of the cup passed through to the abdominal cavity when the pt. Received the routine medical check-up. Revision surgery was performed. Observation of the diseased site showed both taper junctions had turned to black.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01556, 01558.